Manufacturer narrative:
The device has been evaluated but has yet to be repaired.

Event description:
A ventilator was returned to the manufacturer with an allegation there is an issue with the low leak alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced and the device will be recalibrated to address the issue.